Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this left ventricular (lv) lead experienced diaphragmatic stimulation. The issue was not resolved with programming, thus the lv lead was explanted. No additional adverse patient effects were reported.